Event description:
It was reported during in clinic follow up that the patient suffered dizziness. The left ventricular lead exhibited oversensing due to noise. Programming changes were successfully completed. The patient was stable following changes.